Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment the pt experienced swelling and a large hematoma was confirmed. Treatment consisted of a femstop and was successful. The event was resolved with no further complications.